Event description:
(B)(6) was notified of an incident involving a rollator by the end user who reported that the back wheels came off the device causing her to fall and hit her head. The end user sustained a black eye, bruising to face, two skin tears, and reopened a pre-existing leg wound. She was hospitalized for four days for the infected wound and received antibiotics. The device was returned for evaluation. The device shows signs of light wear. The wheels were inspected for damage and did not find any. The device was returned with no attachment knobs to adhere the wheels to frame. Product labeling states," attach the back wheels (with brake handles) by inserting tube into the rollator frame, making sure the wheels are facing the outside of the rollator. Align hole on wheel tube with frame and secure in place using the tightening knob, threading the knob on the inside. Insert c-clip above knob to secure wheel in place."